Event description:
During the shift check, the user heard a "snapping" noise and the autopulse lifeband (lot# unknown) did not compress and the autopulse platform (s/n (B)(4) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. No patient involvement. Please see the following related MFR report: MFR # 3010617000-2022-00339 for the platform (s/n (B)(4).

Manufacturer narrative:
Zoll has not received the lifeband (lot# unknown) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.